Manufacturer narrative:
Result of investigation: vyaire failure analysis was able to confirmed but cannot duplicate the reported issue. The uut was tested and found to function to expectations. The uut was opened, and investigation of the internals found no loose hardware that might cause a short. All ribbon cables and wired connectors were found to be set and locked. The power board voltages were all present and of good quality.

Event description:
It was reported to vyaire medical that the lap top ventilator 2150 had crc (reset alarm) during patient used. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
The customer reported that they will not return the defective part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.